Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. All the buttons functioned properly and no blank display or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that their insulin pump had blank screen and keypad anomaly. The customer¿s blood glucose was 252 mg/dl at the time of incident. Customer reported that the insulin pump was not showing the any display or blank screen even after pressing all the buttons specially and center button. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated all arrows and the center button was unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.